Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump act button and down arrow button was hard to press. The customer stated that the small crack around the top of the reservoir and battery cap. Customer stated there were few scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.